Event description:
Information received via a healthcare professional from a clinical study via a representative reported the left ventral intermediate nucleus (vim) deep brain stimulation (dbs) was replaced in (B)(6) 2015 due to breakage.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 3387s-40, lot# v031485, explanted: (B)(6) 2015, product type: lead.

Event description:
No new information was reported.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2015, product type: lead. Upon review of the additional information received, it was determined that device code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that there was a lead fracture so the lead was explanted/replaced on (B)(6) 2015 and the issue was resolved without sequelae. Diagnostics included imaging that identified the fracture on (B)(6) 2014. The signs / symptoms included the patient calling and reporting a buzzing sound that won't stop; the patient thought it was the battery. The etiology was related to the device/therapy, but not related to the implant procedure. There was no known impact or consequence to the patient.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# v031485, implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received regarding the event associated with the patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders.